Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving two separate products and associated and associated with medwatch #s 1225714-2013-00914, 1225714-2013-00915, 1225814-2013-00916.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.